Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) since its implantation in 2021. The device usage is approximately 23%, and the battery life typically showed a decrease of about 6 months year-over-year (yoy) from the expected battery life of around 14 years. However, in 2024, there was an unexpected reduction of 2 years in battery life compared to the usual 6-month yoy decrease. No additional information is available at this time. No adverse patient effects were reported.